Event description:
It was reported there was a device explant scheduled for (B)(6) 2013 so the patient could get an MRI for an unrelated spine problem and back pain. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v876556, implanted: (B)(6) 2012, product type lead. (B)(4).